Event description:
It was reported that high lead impedance readings were obtained during a routine office visit. The patient was in a pillow fight a few weeks prior to the high impedance readings being obtained. The end of service indicator was 10 years and the lead impedance was greater than 10,000 ohms. The patient's device was programmed off and lead revision will be discussed if there is an increase in seizure frequency. X-rays were sent to the manufacturer for review and it was found that the electrode may not be fully on the vagus nerve which could contribute to the high lead impedance event; however, the exact placement of the electrodes in relationship to the vagus nerve could not be determined from the x-ray view provided. No other obvious anomalies were observed that could be contributing to the report of high impedance. Good faith attempts to obtain additional information from the patient's physician have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.